Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during inspection prior to use on a patient, the cuff did not deflate. It was reported that there was no patient involvement.

Manufacturer narrative:
The sample was received for analysis and the reported issue could not be confirmed. Visual examination revealed no sign of any defects. It was observed that the stylet wire was contained in the tubing. An inflation/deflation test was performed. The returned unit inflated and deflated without any issue with the stylet wire contained in the tubing. The stylet wire was removed from the tubing and the returned unit was re-inflated / deflated without any restrictions observed. The reported defect could not be detected on the unit returned for evaluation with or without the stylet wire. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during inspection prior to use on a patient, the cuff did not deflate. It was reported that there was no patient involvement.